Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('coil had perforated/ embedded in my uterus') in a female patient who had essure (batch no. B21579) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("placement procedure was painful"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("constant pain") and menometrorrhagia ("irregular and heavy bleeding"). The patient was treated with surgery (hysterectomy) and essure was removed. At the time of the report, the uterine perforation, pelvic pain and menometrorrhagia outcome was unknown and the procedural pain outcome was unknown. The reporter provided no causality assessment for pelvic pain, procedural pain and uterine perforation with essure. The reporter considered menometrorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter was added; event "irregular and heavy bleeding" was added and the hysterectomy was added as treatment for the event "uterine perforation" and this case was upgraded to serious injury. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034797. On (B)(6) 2014. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('coil had perforated/ embedded in my uterus') in a female patient who had essure (batch no. B21579) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("placement procedure was painful"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("constant pain") and menometrorrhagia ("irregular and heavy bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, pelvic pain and menometrorrhagia outcome was unknown and the procedural pain outcome was unknown. The reporter provided no causality assessment for pelvic pain, procedural pain and uterine perforation with essure. The reporter considered menometrorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.